Manufacturer narrative:
One rfa2020 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The device read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the needle was connected to the generator, the temperature indicated 70 celsius. However, the temperature decreased as the water began to flow. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the needle was connected to the generator, the temperature indicated 70 celsius. However, the temperature decreased as the water began to flow. Another device was used to complete the procedure. There was no patient injury.